Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 515 mg/dl. The drive support cap appears to be normal. The customer had been using pump within 48 hours. Troubleshooting was declined by the customer for high blood glucose. The product will be returned for the analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Device had minor scratched lcd window, no cracked lcd window noted. (B)(4).